Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implant date: unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and cerebral hemorrhage. It was also reported that the pacing lead exhibited loss of capture, increasing thresholds and unstable thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.